Manufacturer narrative:
(B)(4). This report and complaint has been voided as additional information was received indicating the device was used to complete the procedure and did not produce a functional issue.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did both devices fire malformed clips? Did both devices fire scissored clips? How was case completed?

Event description:
It was reported that during a laparoscopy procedure, the physician wanted to apply clips on the cystic channel and on the artery. Two clips were ok but the third one was opposed in an awry way. It is unknown how case was completed. There were no adverse consequences for the patient.